Event description:
The lead was explanted due to low high voltage lead impedance.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The reported low impedance was confirmed. The lead was received in two parts. Analysis found insulation abrasions at 13 and 18cm from the connector and at 37 and 40.5cm from the distal electrode. The is-1 distal coil was exposed at 37 and 40.5cm from the electrode. The df-1 cable insulation was abraded at 31cm from the distal electrode and the df-1 cable was exposed and melted at 37cm from the distal electrode.

Event description:
A distributor in (B)(4) reported that eleven rt132 infant breathing circuits kits were missing a pressure line connector. This was observed during an inward goods inspection, prior to pt use.